Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device arced during use. The customer did not know of any injury. Initial evaluation of the incident device found the device failed hipot testing.